Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle could not be retracted because it was deformed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot number. Received one used nexiva 24ga unit in an opened package from catalog number 383511, lot number 8291520. Five photos were submitted for review; photo one displayed o 24ga unit and a package label. Photo two displayed a close-up of the winged adapter, tip shield and grip. Photo three displayed the same as photo two. Photo four displayed a side view of photo two. Photo five displayed the back view of photo two. Visual/microscopic evaluation: there was cured adhesive on the tip shield and the grip simulation test: a retraction inspection was performed by placing fingers to hold the catheter adapter across the wings and the grip on both sides. The disengagement was unsuccessful. Based on the evaluation of the submitted photos; the photos displayed cured adhesive on the tip shield and grip. Which is the same finding as that of the evaluation of the returned unit. The cured adhesive dripped on tip shield and grip. This occurs in zone 6 of the nexiva full auto line.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle could not be retracted because it was deformed. No serious injury or medical intervention was reported.